Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device gets hot. The reported event was confirmed. The service evaluation revealed short circuits in motor and cable.

Event description:
It was reported that the device gets hot. No additional information regarding a specific failure mode was provided. There was no harm for the patient, operator or third party reported. No further information received.